Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record (DHR) review was performed on the epidural needle with no evidence to suggest a manufacturing related cause. The customer did return two photos which indicated that the needle bevel was bent. However, the potential cause of a bent needle could not be determined based upon the information provided and without the sample.

Event description:
The customer alleges that threading the catheter failed. Upon removing the needle to try a different level the resident found that the tip of the tuohy needle was bent. No report of patient injury or harm.

Event description:
The customer alleges that threading the catheter failed. Upon removing the needle to try a different level the resident found that the tip of the touhy needle was bent. No report of patient injury or harm.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.